Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's husband reported that on the evening of (B)(6) 2017 at 8:00pm, the customer received an adc freestye libre reader result of 240 mg/dl. Customer began experiencing symptoms described as feeling "very warm and disoriented" and the symptoms persisted until after dinner. An additional adc reader result of 280 mg/dl was obtained at 10:30 pm, and it was further reported the customer self-treated with an injection of insulin (dose/type unspecified). Customer's husband took the customer to a hospital where she was diagnosed with hypoglycemia and administered unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: serial number has been updated based on the extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(s) (device history review) for the fs libre meter was reviewed and the DHR(s) showed the fs libre meter passed all tests prior to release. Dhrs for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision test strips, no further track and trend review was required as there were no confirmed complaints. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's husband reported that on the evening of (B)(6)2017 at 8:00pm, the customer received an adc freestye libre reader result of 240 mg/dl. Customer began experiencing symptoms described as feeling "very warm and disoriented" and the symptoms persisted until after dinner. An additional adc reader result of 280 mg/dl was obtained at 10:30 pm, and it was further reported the customer self-treated with an injection of insulin (dose/type unspecified). Customer's husband took the customer to a hospital where she was diagnosed with hypoglycemia and administered unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.